Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for sepsis. The physician¿s examination confirmed an infection at the evoke closed loop stimulator (cls) implant site and lead implant site. The evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant.